Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658, lead, implanted: (B)(6) 2007; 5076-52, lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that an alert was triggered for high superior vena cava (svc) impedance on the right ventricular (rv) lead. The high voltage (hvb) coil impedance was also high. The svc coil and hvb coil impedance was also noted to vary. The svc coil was suspected of being fractured. The svc coil was disabled and defibrillation threshold testing was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the svc and hvb coil impedances have continued to vary, however over the last two weeks, they appear to have stabilized.